Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in italy. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.